Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill process. A supply change was performed but the issue was not resolved; the pump was replaced. Customer declined to share an alternate method of insulin therapy. There was no reported impact to the customer¿s blood glucose level.